Manufacturer narrative:
It was noted that the perforation was confirmed due to the leakage of contrast media from around the aneurysm, but it is unknown when exactly the perforation occurred. Also no further information was obtained for now. It is unknown if the perforation was caused by the sl 10 microcatheter, presidio microcoil, prowler select plus or guidewire, and the report did not indicate about whether the presidio microcoil caused by the event or not. Constant fluoroscopy was conducted to maintained correct position of the sl 10 and presidio microcoil, and it is unknown if both of these devices accidentally pushed into the aneurysm causing the perforation because it was only reported that the physician noticed the perforation into the aneurysm just after the 1st vrd was placed. Also, it is unknown if during placement of the enterprise with the prowler if either device went into the aneurysm sac causing the perforation, because the received report did not mentioned this in the information provided. The devices are not available for analyses. It was noted that the perforation was confirmed due to the leakage of contrast media from around the aneurysm. But it is unknown when exactly the perforation occurred. Also, no further information was obtained for now. The physician indicated that the relationship of the event to the procedure was unknown and to the vrd was also unknown. The physician commented that the patient might have been prone to damage intima of vessels and produce thrombus due to utilization of medical devices. Also, the occlusion of the brainstem, whole brain and peripheral region was caused by multiple thromboses. The patient had a medical history of hysterectomy for the treatment of the carcinoma on (B)(6) 2014. The unruptured saccular aneurysm neck was 5.3mm, and the neck to sac ratio was 5.3mm:4.9mm. The parent vessel size diameter proximal was 2.6mm/2.5mm and distally was 3.0mm/2.5mm. Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2014 ~unknown date, clopidogrel sulfate 75mg/day: (B)(6) 2014~unknown date, ozagrel sodium 80mg/day: (B)(6) 2014 ~unknown date, unknown dosage of heparin was administered intra-procedurally. No information regarding medical history, mrs, act, inr, pt and ptt. The occlusion rate of the aneurysm after the procedure was unknown. The devices utilized during the procedure were chikai/asahi intecc, fubuki 6fr/asahi intecc, chaperon 5fr/terumo, prowler select plus(606-s255x/15871390), excelsior sl10(type 90 degrees angle)/stryker, presidio(pc4100626-30/c15033). Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10322589. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10322589. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the reported information it is not possible to draw a conclusion regarding the clinical relationship between the devices and the events. Patient, and procedural factors may have contributed to the event. Root cause of the reported aneurysm perforation or post procedure thrombotic stroke cannot be determined based on the provided images. There is no indication of a relationship to any device design, performance, or manufacturing issues. Therefore, no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with complaint (B)(4) .

Event description:
During the coil embolization procedure of an aneurysm located in right vertebral artery fenestration, the aneurysm was perforated during the procedure, and after the procedure, the patient had multiple thromboses, cerebral infarction that resulted in death. It was reported that initially, an unspecified excelsior sl10 microcatheter (stryker, type 90 degrees angle) was delivered into the right vertebral artery and a portion of the presidio microcoil (pc4100626-30/c15033) was placed into the target aneurysm. Just after the vrd (enc452200/either 10330248 or 10322589) was placed across the target aneurysm through the prowler select plus microcatheter (606-s255x/15871390), the perforation was confirmed into the target aneurysm. It was concerned that either the guiding catheter or the microcatheter utilized during the procedure might have effected on the event. Then, six competitor¿s coils (target/stryker, size all unknown) were placed to stop bleeding into the aneurysm. After that, another vrd (enc452200/either 10330248 or 10322589, complaint product) was placed along the contralateral vertebral artery. Afterwards, the procedure was successfully completed without any further issues. The patient recovered consciousness after the procedure. However, the patient had disturbance of consciousness on the following morning. And then, both the CT and MRI revealed cerebral infarction due to thrombosis in both cerebellar arteries and occipital lobes. Ozagrel sodium and heparin were administered. The patient suffered respiratory arrest the following day and died three days after the index procedure.